Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A review of the subject device service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the zipfix application gun is not zipping correctly. While pulling the handle of zipfix gun, there is some resistance there and it is not smooth. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the service history review: part no: 03.501.080, lot no: 8271971, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 7-jun-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Manufacture site provided/updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair history review and evaluation ((B)(4)) was performed for the returned application instrument. The repair technician reported the device would not ratchet smoothly, the end cap was secure and would not come off, and the slide stops were bent. The item is not repairable. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 7-jun-2013. Further evaluation at the chu shows that this device is part of the sternal zipfix system and it is used to tension and cut the sternal zipfix implants. The device was received intact with only a few minor wear marks on the surface of the device. The spring stop components show asymmetrical being inwards towards the lever component. When the cutting mechanism is unlocked, the trigger is locked as intended so that the device would not cut with the implant under tension. When the cutting mechanism is locked, the trigger does not compresses and release as intended. It was noted that if additional force was applied, pushing the rod further into the lock position, the trigger then could move though the full range of motion. Thus, the complaint condition for this device is confirmed, consistent with the reported condition, and could be replicated. It was determined that the trigger cannot be operated smoothly due to the bending of the spring stop components, especially the right component. It would be expected that only a high compressive force would lead to bending of the locking springs. However, the specific circumstances that resulted in bending are unknown. Thus, the root cause could not be definitively determined but was likely impacted by the method of use and handling during the devices over 2 year lifespan. Date returned at the chu 9/17/2015, decon form date 08/27/2015, reported as 8/28/2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the device was received intact with only a few minor wear marks on the surface of the device. The spring stop components show asymmetrical being inwards towards the lever component. When the cutting mechanism is unlocked, the trigger is locked as intended so that the device would not cut with the implant under tension. When the cutting mechanism is locked, the trigger does not compress and release as intended. It was noted that if additional force was applied, pushing the rod further into the lock position, the trigger then could move though the full range of motion. Thus, the complaint condition for this device is confirmed, consistent with the reported condition, and could be replicated. It was determined that the trigger cannot be operated smoothly due to the bending of the spring stop components, especially the right component. It would be expected that only a high compressive force would lead to bending of the locking springs. However, the specific circumstances that resulted in bending are unknown. Thus, the root cause could not be definitively determined, but was likely impacted by the method of use and handling during the devices over 2 year lifespan. A review of the current top level design drawing/manufacturing revision was performed. The following component drawings were also reviewed; spring stop left assembly, spring stop component left, lever holder left, lever, spring stop right, lever holder right, pusher assembly, and the bolting component. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.